Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 19 mmol/l (342 mg/dl) while wearing the pod for less than 1 hour. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was returned not deployed with the adhesive pad fully attached to the bottom housing. Inspection of the download data found that the pod was deactivated by the user at the end of the first priming sequence. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damages or deficiencies that would result in the soft cannula becoming dislodged from the infusion site. The soft cannula could not become dislodged from the infusion site as reported, as the device was received with the soft cannula not deployed. No damages or deficiencies were observed with the adhesive pad or the adhesive welds. The cause of the reported adhesive failure could not be determined.